Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer's insulin pump alarmed with power loss. The patient's blood glucose at the time of incident was 26 mmol/l. Troubleshooting was initiated and the customer stated that the device also alarmed with insulin flow blocked during a bolus attempt. The customer then received a failed battery test alarm. The customer stated that two batteries failed last night inside of the insulin pump. Troubleshooting was not completed as the events occurred last night. The customer was advised to monitor the insulin pump and call back if issues recur. No products were returned or replaced.